Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up through merlin.net transmission, inappropriate antitachycardia pacing therapy was observed. Review of session records noted that the atrial undersensing would likely not be programmed around as the signal closely followed the r wave. It was recommended to reprogram to ventricular only discriminators. Physician decided not to reprogram the device and continue to follow-up the patient through remote transmission in a month. The patient has been stable and no alerts have been received by the clinic yet.

Event description:
New information received notes that the patient's medication was adjusted and patient's condition has been stable.